Event description:
Attorney reported: in 2007--the pt underwent surgery to repair a ventral hernia. A bard composix e/x mesh, was used to repair the hernia. The pt underwent additional, surgeries following the implantation of the bard composix e/x mesh. Four months later --the pt had the bard composix e/x mesh removed. The pt suffered abdominal adhesions, infections, and small bowel obstruction as a result of the failed bard composix e/x mesh. A second bard composix e/x mesh replaced the original mesh. In 2008--the second bard composix e/x mesh was surgically removed. As a direct and proximate result of the duties breached, the bard composix e/x meshes used in the pt's hernia repair surgery failed, causing the pt bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of: hospitalization, medical and nursing care and treatment, loss of earnings, loss of the ability to earn money and aggravation of a previously existing condition. These losses either permanent or continuing in nature, and the pt will suffer these losses in the future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2009-00342 for info related to the composix mesh ex implanted in 2007.